Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low speeds and pump stoppages can be confirmed based on the information recorded in the provided log files. The log file contained events recorded from the time stamp of day 37, 14 hours and 30 minutes to day 38, 16 hours and 12 minutes. The information recorded on day 37 and 23 hours revealed speed reductions below low speed limit (including 0 rpm) accompanied by elevated power (9.8-12.1 w) and pi (7.9-9.7) values. The associated voltage levels indicated that the system was powered by a power module during the speed reductions. The log file contained events recorded from day 37, 17 hours and 51 minutes to day 38, 17 hours and 21 minutes. The recorded information revealed additional speed reductions captured on day 38 (from day 38, 16 hours and 24 minutes to day 38, 17 hours and 21 minutes). The speed reduction captured in the log file were not able to be reproduced during the evaluation of the returned power module serial number (B)(6). Visual inspection revealed a damage to the top and bottom modules of the housing; however, the damage did not affect the functionality of the power module during testing and the device functioned as intended. The damaged top and bottom modules were replaced with all the required parts and the power module was functionally tested. The power module passed all tests and was returned to the customer site. A specific root cause for the damaged housing modules and the speed interruptions captured in the log file was not able to be determined. The device history records were reviewed and the records revealed that the power module was manufactured in accordance with mfg and qa specifications the heartmate power module IFU, section 2 "setting up the power module (pm) prior to use" and the section titled "inspection, cleaning & maintenance") both instruct users to check for damage, including cracks, in their power module before use. Patient handbook operating manual (section 8), instructions for use (section 12.4) covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had low speeds and pump stops while attached to power module. In order to exclude the problem of the power module, the hospital tried to change the patient's power module to the hospital's. There were no alarms. Therefore, the power module was returned. Related manufacturer report number #2916596-2020-06228.